Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the programmer was unable to switch on. The device exhibited short circuit which resulted in smell of burning.